Manufacturer narrative:
Headboard, footboard.

Event description:
It was reported in a service report the head right siderail was not working and the footboard and headboard were missing. No patient involvement is reported, however, it is unknown if there are adverse consequences to report.